Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review: the device history records (DHR) review was performed for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516911 and its components. The review did not identify any issues which could result in the reported complaint during production of the lot components . No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516911 and its components was performed to identify any internal or post-production use issues related to the reported complaint and these lot numbers. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results when using alinity m sars-cov-2 amp kit (list 09n78-090) lot 516911. The complaint history review identified five additional complaint tickets related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 516911. One ticket has been confirmed to be linked to the same issue as this complaint investigation. Two tickets were independently investigated, and no product deficiency was identified. Two tickets are currently being independently investigated. Evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation; therefore, this complaint will also be dispositioned as confirmed. Per the previous investigation an additional complaint history review determined that discrepant result (false positive) on patient samples has been observed by customers when using alinity m sars-cov-2 amp kit (list 09n78) across multiple lots. To date, 139 complaint tickets have been received for the discrepant results (false positive) issue according to this additional search and the number has been increasing in recent months. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met-the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. Recall number: z-0004-2022 the following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214; 3005248192-2021-00145 follow up report 1; 3005248192-2021-00146 follow up report 1; 3005248192-2021-00155 follow up report 1 ; 3005248192-2021-00190 follow up report 1; 3005248192-2021-00148 follow up report 1; 3005248192-2021-00168 follow up report 1; 3005248192-2021-00136 follow up report 1; 3005248192-2021-00161 follow up report 1; 3005248192-2021-00175 follow up report 1; 3005248192-2021-00220 follow up report 1; 3005248192-2021-00160 follow up report 1; 3005248192-2021-00116 follow up report 1; 3005248192-2021-00119 follow up report 1; 3005248192-2021-00169 follow up report 1; 3005248192-2021-00171 follow up report 1; 3005248192-2021-00172 follow up report 1; 3005248192-2021-00173 follow up report 1; 3005248192-2021-00174 follow up report 1; 3005248192-2021-00177 follow up report 1; 3005248192-2021-00183 follow up report 1; 3005248192-2021-00283; 3005248192-2021-00108 follow up report 2; 3005248192-2021-00113 follow up report 2; 3005248192-2021-00306.

Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported a high number of false positive results obtained on the alinity m sars cov-2 assay. According to the customer, the samples were not retested on other devices, instead, some of the false positives samples were retested by a second lab generating negative results. Additionally, when they went back to the original tube and new samples were prepared, the samples were negative. The molecular application specialist (mas) reviewed the runs and identified that the issue may be a contamination. It was also observed that the amplification curves for the suspected positive results look normal. Customer was advised to conduct an environmental contamination check. The lab confirmed during the pre-analytics unfiltered tips were being used, which caused cross-contamination and one user was causing user errors and contamination. Field service engineer replaced the ribbon cable on amp detect unit 1 with new core adaptors on all 4 pipettors. The bulk fill nozzles was removed and cleaned, and the inside of the instrument was deeply cleaned. The lab did not report any late positive results (greater than 34 cycle threshold) outside the lab. Therefore, the lab believes there was no patient management impact. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.